Event description:
It was reported that the shaft of the monopolar curved scissors instrument is splintered. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the main tube to have a 1.2 inch long section with material removed on one side of the tube. The damaged area is 4 inches above the tube extension, parallel to the tube's longitudinal axis, and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received. No other damage was found.